Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure to replace the device for normal elective replacement indicator (eri), x-ray was performed and revealed that the conductors were externalized on the right ventricular (rv) lead. There were no electrical anomalies on the rv channel. The rv lead was capped and replaced to resolve the event and the patient was stable.